Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30922871l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient experienced epigastric discomfort and cardiac tamponade requiring a pericardiocentesis. It was reported that because the catheter access was not well from ao approach for premature ventricular contraction (pvc) of left ventricle (lv) origin, the catheter was approached from left atrium (la) after performing brockenbrough method (bb). After pulling back the catheter because the tip of the catheter got stuck, the patient complained of nausea. After that, blood pressure decreased, and pericardial effusion was confirmed. Ablation was not performed. After drainage, blood pressure got stable, and retention of pericardial effusion also stopped. The clinical course was good. Atrial septal puncture was performed with rf needle. There were no abnormalities observed prior to and during use of the product. Medical device entrapment without excessive manipulation required for removal is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 24-jan-2023, bwi received additional information indicating the following: the physician¿s opinion on the cause of this adverse event was that there is no relationship with the bwi products. Outcome of the adverse event was improved needle was used. The event occurred when approach to la (left atrium). No ablation was performed. Force visualization features used were real time graph; dashboard; and vector. The stsf catheter tip was caught intracardially. The stuck device was removed by the physician pulling the catheter. The issue occurred before the ablation conduction. Carto 3 system and carto visitag module were added to the concomitant products section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).